Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is doing less well than he used to. The messages that appear on his patient controller are as follows: 2.63v, out of regulation (oor), implantable neurostimulator (ins) on and ok. Additional information was received: it was reported that the patient turned off their stimulation off and back on, but it didn't resolve the problem. They didn't have the ability to change the stimulation parameters. The physician had planned a replacement for the patient a few weeks ago and would check the impedances and stimulation parameters before doing so. The patient doing less well and it was stated it was probably therapy related, not disease progression. The ins was not yet at eri and the cause of the issue is unknown. A consultation with the patient was planned. Additional information was received from the manufacturer representative (rep) that the patient has seen an oor message pop up every time on his patient controller. The consult date with the physician is unknown.